Event description:
The philips field service engineer was performing preventative maintenance and discovered a battery that did not hold a charge where the battery ran out of charge after a few minutes.

Manufacturer narrative:
(B)(4). There was no pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.